Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the vessel sealer extend (vse) instrument did not seal properly. It was observed also that the wire was sticking out too much. Use of the instrument was discontinued, and it was replaced to the backup. The customer completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. When the issue occurred sealing was performed, but sealing was insufficient. The surgeon tried several times, but the sealing was not enough. There were no errors. During the sealing sequence, voice tones were heard normally, but no sealing effect was observed in the tissue. No tissue was ever cut that was not fully sealed. The target tissue was not under tension during the sealing; they were smaller than 7 mm. It was tried in several different locations, but none had the expected effect. The tissue was not exposed to radiation or chemotherapy prior to the procedure, nor did the jaws come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not unexpected additional bleeding experienced by the patient.